Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh(device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip( device #2).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 or (B)(6) 2011: he patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1) or an unspecified bard/davol sepramesh ip(device #2). The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh(device #1) and sepramesh ip(device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 or (B)(6) 2011: he patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1) or an unspecified bard/davol sepramesh ip (device #2). Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh (device #1) and sepramesh ip (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". Addendum per additional information provided: (B)(6) 2010- patient was diagnosed with reducible umbilical hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the hernia contents were reduced. The hernia sac was dissected out circumferentially down to the level of the fascial defect and then reduced. A piece of bard flat mesh (device #1) was cut to the appropriate size and anchored subfascially using a suture.¿ (B)(6) 2011- patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of bard flat mesh (device #1) and implant of sepramesh ip (device #2). Per operative notes, ¿numerous hernia sacs were dissected circumferentially around the old marlex mesh (device #1). The old mesh was excised and all the hernia defects connected into a single defect. Then, a piece of sepramesh ip (device #2) was cut to the appropriate size and anchored subfascially using suture circumferentially.¿ (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional hernia causing bowel obstruction and abscess thereby underwent open repair with the removal of mesh (device #2). Per operative notes, ¿a large hernia sac had extensive adhesions of the small bowel to mesh (device #2). More inferiorly where the largest portion of the mesh, 2 abscess cavities were identified and drained releasing purulent material. Lysis was continued circumferentially until the entire area of abscess cavity, mesh and bowel which contained the obstruction was completely free. The distal aspect of the bowel beyond the obstruction and entangled mesh. The appendix was entangled within the mesh and abscess cavity. Thus, an appendectomy was performed. A piece of synthetic mesh was placed posterior to the fascia and secured using sutures.¿ attorney alleges that the patient had adhesion, abscess, bowel obstruction, bowel removal, pain, hernia recurrence, appendectomy due to appendix being adhered to mesh and emotional injury.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as possible complications. Note, the manufacturing date (15-jul-2009) is considered to be a best estimate. This supplemental emdr represents bard flat mesh (device #1). An additional supplemental emdr was submitted to represent sepramesh ip (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.